Event description:
Follow up information identified the x-rays showed no anomalies.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-02687. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the extension was replaced with new one and the ipg was electively replaced. During intra-operative testing it was determined the lead was fine however the issue was with the extension. The patient is now receiving effective stimulation. Issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing autoreducing. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to resolve the issue. X-rays were taken. Surgical intervention may be pending to address the issue.